Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to electrically shorted capacitor, designator c177, on the analog pcb assembly, causing excessive current to deplete the internal hybrid layer capacitor (hlc) batteries and the charge-pak battery charger.

Event description:
The customer returned their device to physio-control for service. Upon initial evaluation, physio-control observed that their device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer returned their device to physio-control for service. Upon initial evaluation, physio-control observed that their device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.